Event description:
It was reported that the handpiece overheated prior to the start of a wisdom tooth extraction. The procedure was completed successfully with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on investigation details, a possible cause for the reported condition of the device overheating was problems with the nose cone, bearing stop, bearings, or the burshield. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.